Event description:
(B)(4) . I had the essure placed back in (B)(6) 2013 and I bleed for a year after and the belly pains have never stopped mt periods are really heavy and incan nearly move when they come I have 3 kids to tack care of I can't be out like that and the dr here in (B)(6) will not touch me the ER says I'm a pill head but alls I want is to have the pain stop remove these coils or something and they say alls I want is pills no alls I want is for them.to remove these things I have been in hell sents the day my obgyn placed them she told me it was my only option for getting fixed and they wouldn't tie my tubes she didn't give nor tell me all the info she should of she said it was safe and effective witch I haven't got pregnant because I cant have sex it hurts to bad and its really putting my marriage at risk I don't know what to do anymore I'm on my last stringe. Here please help me ( I could not get the date right on the top of the page)